Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, functional testing and visual inspection were performed and the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6%. No problems were found with the delivery accuracy of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not pass the accuracy test of +/-6% and the accuracy test revealed 7.7%. No adverse effects were reported.